Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set cannula was kinked. Blood glucose (bg) was 575 mg/dl and the customer was admitted to the hospital. Customer was treated with insulin drip and at the time of the report, customer had not yet been discharged. Multiple attempts were made by tandem technical support to contact the customer for additional information. Customer did not reply to the requests. Type of infusion set used was not provided.